Event description:
It was reported to philips that the device experienced an auto test error. There was no patient involvement.

Event description:
It was reported to philips that the device experienced an auto test error. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The xl+ auto test failure is happening frequently. Replaced the therapy pca, but the error was happening again. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty therapy port. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the therapy port. The defective part was confirmed shipped for replacement to resolve the reported issue. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.